Event description:
It was stated that the customer was hospitalized for high blood glucose. The reported blood glucose reading was 425 mg/dl during a phone call. The customer was unable to troubleshoot during the phone call and the insulin pump was not replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.